Manufacturer narrative:
Additional information was obtained through product analysis.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model which resolved the issue.

Manufacturer narrative:
This serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pocket heating at the ipg site while recharging. As a result, surgical intervention is pending as the next course of action.